Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate "o2 blender is off. 100% comes out 60%". The service technician performed oxygen enrichment test from general checkout and unit failed oxygen blending test reading 49.4 when passing specifications is 55% to 65% when oxygen is set to 60%. The service technician performed advanced fio2 test. Testing revealed solenoid 1 is below the required passing specifications reading 4.60 lpm when passing specifications is 5.79 to 6.01 lpm. The service technician installed a good known test o2 blender and ventilator passed oxygen enrichment test from general checkout. The service technician was unable to duplicate reported problem but replaced oxygen blender.

Event description:
The customer reported model lap top ventilator 1200 oxygen blender is out of specification. At 100% the blender is delivering 60%. The customer has not reported if there was any patient involvement associated with this event.